Manufacturer narrative:
It was reported that a patient underwent an (idvt) idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis, drain placement and prolonged hospitalization. The patient had a pericardial effusion during the procedure. The physician was mapping in the left ventricle around the posterior papillary muscle when it was noted that the force value was static. It was reported that force sensor error occurred. A pericardiocentesis was completed and approximately 2 liters of fluid was removed from the pericardial cavity. In a review of the timeline, the force readings had been static for a few minutes. The pericardial drain was left in the patient for further monitoring and the patient was stable on transfer. Patient fully recovered however required extended hospitalization. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an (idvt) idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis, drain placement and prolonged hospitalization. The patient had a pericardial effusion during the procedure. The physician was mapping in the left ventricle around the posterior papillary muscle when it was noted that the force value was static. It was reported that force sensor error occurred. The physician had to rotate the catheter to bring it to mid chamber to re-zero the catheter. At that time a pericardial effusion was identified on intracardiac ultrasound. A pericardiocentesis was completed and approximately 2 liters of fluid was removed from the pericardial cavity. In a review of the timeline, the force readings had been static for a few minutes. There was no fluctuation in impedance. The physician stated that he thought that while mapping in the same location that respirations may have forced the ablation catheter further into the tissue. The pericardial drain was left in the patient for further monitoring and the patient was stable on transfer. Patient fully recovered however required extended hospitalization. The physician's opinion on the cause of the adverse event is that it was a bwi product malfunction. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. The event occurred in the mapping phase.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).